Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information, a definite root cause for the pvl and hemolytic anemia could not be determined. The patient was hospitalized and given a blood transfusion. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in japan, approximately 2 months after a transfemoral transcatheter aortic valve replacement procedure with a 20mm sapien 3 ultra resilia valve, the patient was hospitalized due to mild perivalvular leak (pvl) and hemolytic anemia. The hemoglobin value dropped to 6g/dl and blood transfusion was started. Per the physician, balloon aortic valvuloplasty was planned to resolve the pvl. Bailout valve in valve was also considered as an option. The index procedure had been successful with trivial perivalvular leak and no post-dilation required.

Manufacturer narrative:
Updated section h6- type of investigation and conclusions. The device was not returned for evaluation as it remained implanted. Imagery was provided by the site and revealed the following: patient's annulus measurements were within the size 20mm. Severe calcification was on the native annulus and leaflets. The complaint for paravalvular leak was unable to be confirmed due to unavailable relevant imagery and medical record. Review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per imaging evaluation, the patient had severe calcified native annulus and leaflets. In this case, bulky calcification can create irregular contact between the pvl skirt and target site (native annulus), resulting in paravalvular leak. Available information suggests that patient factors (calcification) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary (ts 39109), stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the stroke is unknown but may be related to the mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in japan, approximately 2 months after a transfemoral transcatheter aortic valve replacement procedure with a 20mm sapien 3 ultra resilia valve, the patient was hospitalized due to mild perivalvular leak (pvl) and hemolytic anemia. The hemoglobin value dropped to 6g/dl and blood transfusion was started. Per the physician, balloon aortic valvuloplasty was planned to resolve the pvl. Bailout valve in valve was also considered as an option. The index procedure had been successful with trivial perivalvular leak, and no post-dilation was required. Additional information was obtained. Per the physician, the patient developed multiple stroke; however, details such as the occurrence date were not provided.